Manufacturer narrative:
H10: manufacturing device history record review was not required due to the age of the device. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device does not have power. Functional testing found the positive end-expiratory pressure (peep) was too high at max, it needed calibration. Calibrated peep control valve. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not allowing for exhale. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.